Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("other injury(ies) or complication (s) please describe: pelvic inflammatory") in a (B)(6) year-old female patient who had essure inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included foot surgery. Concomitant products included diclofenac and ibuprofen. In 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced pelvic pain ("pain/ pelvis pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), rash ("rashes or skin conditions type: abdominal rash"), ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cysts"), abdominal pain ("abdomen pain") and pain in extremity ("legs pain"). The patient was treated with surgery (surgical removal of coil(s) ¿bilateral tubouterine anastamosis). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, dyspareunia and ovarian cyst had resolved, the pelvic pain, urinary tract infection, abdominal pain and pain in extremity was resolving and the vaginal haemorrhage, menorrhagia, allergy to metals, rash and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, menorrhagia, ovarian cyst, pain in extremity, pelvic inflammatory disease, pelvic pain, rash, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff states that nickel allergy did not recover prior to essure. Essure coils were 3-5 in both tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded); on (B)(6) 2013: appropriate positioning of the essure clips, however the left fallopian tube remains patent. The right fallopian tube is occluded. Anteverted uterus with left-sided positioning in the pelvis. Most recent follow-up information incorporated above includes: on 3-may-2019: plaintiff fact sheet received and medical records received : event ¿ injury¿ was replaced with other events given in the pfs. Incident category updated. Events added- pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, allergy to metals, rash, dysmenorrhoea, dyspareunia, ovarian cyst, abdominal pain, pain in extremity. Outcome of events ¿abdomen pain, pain in extremity, pelvic pain, urinary tract infection¿ updated to ¿recovering / resolving¿. Outcome of events ¿dyspareunia, ovarian cyst, pelvic inflammatory disease¿ updated to ¿recovered / resolved¿. Severity of events ¿abdominal pain, pain in extremity, pelvic pain¿ updated. Event onset date updated. Reporter information and patient details updated. Product indication added. Essure implant and explant date updated. Concomitant products added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.